Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. The device was not available for evaluation since it was exposed to an infectious substance, so it was discarded at hospital. Without return of the product, it is not possible to perform a complete investigation of the reported event. However, images were provided for review. The report of disconnection of the line by vamp system was confirmed through image evaluation. The pressure tubing was completely detached from the connection with reservoir stopcock. Detached tubing cross surface appeared smooth and even. An engineering investigation will be performed in order to consider any potential factors that may have contributed to this complaint. A supplemental report will be submitted accordingly upon investigation completion. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with patient, the pressure tubing of this pressure monitoring set with vamp adult z-site got disconnected from the vamp reservoir shutoff valve, causing 2-3 ml of blood loss. The problem was resolved replacing the set with a new one. There was no allegation of patient injury. The device was not available for evaluation, since it was exposed to an infectious substance and it was discarded. Patient demographics unable to be obtained.

Manufacturer narrative:
Added: h2 (type of follow-up). Updated: b5 (event description), g6 (type of report), h6 (component code, investigation findings, investigation conclusions). The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. The device was not available for evaluation since it was exposed to an infectious substance, so it was discarded at hospital. Without return of the product, it is not possible to perform a complete investigation of the reported event. However, images were provided for review. The report of disconnection of the line by vamp system was confirmed through image evaluation. The pressure tubing was completely detached from the connection with reservoir stopcock. Detached tubing cross surface appeared smooth and even. Based on further engineering investigation, there are manufacturing controls to detect this type of defect such as stopcock diameter verification during incoming inspection, visual inspection by manufacturing personnel and manufacturing flow test. Based on this assessment, a definite root cause could not be determined. Nevertheless, the manufacturing personnel was notified about this condition. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with patient, the pressure tubing of this pressure monitoring set with vamp adult z-site got disconnected from the vamp reservoir shutoff valve, causing 2-3 ml of blood loss. The problem was resolved replacing the set with a new one. There was no allegation of patient injury. The device was not available for evaluation, since patient infected with a category a infectious disease. Patient demographics unable to be obtained.